Manufacturer narrative:
Concomitant products: 6828766 - 02-020-11-0245 - truliant ps cem fem ps cem left sz 4.5 6783646 - 02-022-45-4540 - truliant tray, cem sz 4.5f/4t 6896981 - 200-07-35 - advanced patella 35mm 3 peg implant 6958511 - 201-78-82 - collar fixation pin 2pk 40mm, quick release 6972061 - 201-78-89 - 3"" drill bit, mod. Hex 2 pack 6975647 - 201-78-89 - 3"" drill bit, mod. Hex 2 pack s281858 - 521-78-31 - threaded pin size 2.6 collarless 2pk the product associated with the reported event is within the scope of recall z-0023-2022. However, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA (master case no. (B)(4) it was reported that approximately 16 months after a left total knee replacement procedure, the patient has experienced prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
G3/4: corrected the following: PMA/510(k)number. H6: corrected the following: health effect - clinical code, medical device problem code, type of investigation. The reason for the revision reported cannot be confirmed from the information provided but may be the result of instability. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.